Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with wear and tear damaged enclosure, front cover, tank cover, and line cord, outdated printed circuit board (pcb) and power switch. During analysis, the reported issue was able to be duplicated. It was noted that the enclosure was cracked near the drain fitting and was the cause of the reported issue. No action was taken due to the age and condition of the device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked water. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.